Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: the surgeon indicated that it was an inflammatory type bud with a piece of thread that came out as soon as it was manipulated a little. Was there any alleged deficiency with the device as a contributing factor to the event? No visually apparent defects. Could you please confirm what was the initial procedure? What is the procedure & event date? The surgeon has been using the same suturing technique for over 15 years. Did the patient suffer dehiscence? No dehiscence. Was prescription medication administered? No medication. Was any medical intervention required? Re-suture or any other intervention? No. What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength = 275 g /m,

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that several weeks after post-op that there was an inflammatory type bud with a piece of thread that came out as soon as it was manipulated a little. There were no patient consequences reported. Additional information was requested.